Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed and found the nose cover on the instrument dislodged and not returned. The nose cover, located on the chassis, was removed and exposes the drive rod. Visual inspection was performed and found no external damage to the housing. The housing was removed for inspection and found no internal damage. The input disks were manually articulated with no issues. Additional finding related to the customer reported complaint: the instrument was found to have a cracked chassis at the proximal end. The crack appeared on the chassis by the broken area. The crack traveled on the chassis, below the nose cover and measured approximately 27.90mm. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is typically attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, single port (sp) monopolar curved scissors (mcs) instrument had a missing back tab at tip. The procedure was completed with no reported injury.